Event description:
Symptoms after surgery (a month later for 7 mos): bloatedness in abdominal region, weight gain, fingers swollen. Mental fuzziness and fatigue; would last for 1 day, then go away. Started having many symptoms 8 mos after. Swollen lymph nodes in neck, mental fogginess, dizziness, weight gain -20 lbs-, bloating in abdomen, legs and fingers, fatigue, abdominal pain around edges of mesh, dull but sometimes severe enough it makes pt cry and pt doesn't want to move. Infections - ear infection, cyst in butt. Ears and eustachian tubes have been permanently clogged since ear infection. Zinc deficiency that will not go away. Sharp shooting pains in breast and armpits, most likely lymph nodes there. Headaches. These symptoms come and go randomly. This makes it very hard for pt to have a normal life because pt is always battling some kind of weird medical problem. Pt never had any of these problems before this hernia mesh was implanted. As of this date surgeon will not remove this mesh. And pt has found out from the MFR that this mesh contains expanded teflon - known as eptfe or gore-tex-. MFR will not return any phone calls.